Manufacturer narrative:
The user facility was informed about the additional findings but no further service was requested. It is unknown if any parts have been replaced. The evaluation of received device logs shows that the reported technical errors occurred on (B)(6) 2020. The supervision message for "incompatible node: breathing" occurred in conjunction with the event. If the reported fault condition occurs during ventilation, ventilation will stop. The error will be detected at startup and during ventilation and will be reported through audio-visual alarms and the generated technical error codes. Generated error codes and the message "incompatible node: breathing" indicate that the monitoring pc board was unable to communicate with the control pc board, possibly due to a temporary glitch, but this cannot be confirmed. (B)(4).

Event description:
It was reported that during investigation of an unrelated complaint, technical error codes indicating control and communication errors were noted in provided ventilator logs. There was no patient harm. Manufacturer¿s ref #: (B)(4).